Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2012 and mesh was fixated with straps. Four days post-operatively the patient returned for a exploratory incision due to dimpling in one area and because the patient complained of pain in the area that the straps were located. The surgeon cut two or three straps out using an anterior approach to hopefully relieve some post-operative pain. Currently, the patient is doing much better. He experienced almost immediate relief.

Manufacturer narrative:
(B)(4) pain occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.